Event description:
Surgeon had to perform a revision acl due to a possible re-injury. During revision, surgeon noticed the retroscrew implants were in pieces and white. All pieces were retrieved and an endo-button was used to complete the case. No additional information is available. This device is used for treatment.